Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during a bph procedure @ 342,378 joules and 37 minutes of use; first fiber issue of "fiber turning in its shelf" was noted. The fiber was exchanged and second fiber issue of "fiber turning in its shelf" @459,174 joules and 52.15 mins of use was noted. The procedure was completed using third fiber. Patient outcome: "no injury" to the patient was reported.